Manufacturer narrative:
Customer reported that the motor was not running .tamper seals were both removed,top case cracked by the front right and left bottom corners with no visible contamination. Motor not running error found in ehl, performed occlusion test,main pc board. Main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets). Customer caused the problem. Re-assemble and realigned main pc board,power up and performed occlusion.

Event description:
It was reported that the motor was not running. No patient injury was reported.